Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay test for performed on unknown date. This report addresses test 1 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay test for performed on unknown date using unknown sample. Pcr confirmation testing was performed (platform: unknown) and generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The date mentioned in this section is an approximation, was not provided by customer.the investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Manufacturer narrative:
B3: the date mentioned in this section is an approximation, was not provided by customer. Updated: a1, b6, b7. The intake information required to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay test for performed on unknown date. This report addresses test 1 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay test for performed on unknown date using unknown sample. Pcr confirmation testing was performed (platform: unknown) and generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.